Event description:
A report was received that when the patient turned the stimulator on, it started very high. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that when the patient turned the stimulator on, it started very high. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
.

Manufacturer narrative:
Correction to fu #1 MDR : additional information was received that the patient underwent a revision procedure wherein the ipg and paddle lead were replaced. Additional information was received that the patient was experiencing a jolt when the system turned on. The field clinical engineer suspected device malfunction due to the use of bovi during a previous lead revision procedure. The patient was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04).

Event description:
A report was received that when the patient turned the stimulator on, it started very high. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient will not proceed with the ipg replacement procedure.